Event description:
During cardiac catheterization procedure, the pt developed transient cardiopulmonary arrest and encephalopathy. The pt was admitted for a cardiac catheterization to evaluate the cause of her angina. Symptoms of the incident were totally resolved; she has fully recovered and continues to be treated for pre-existing coronary artery disease.